Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01341, 3005168196-2020-01342, 3005168196-2020-01344, 3005168196-2020-01345.

Event description:
The patient was undergoing a coil embolization procedure in the adrenal artery using ruby coil lps, packing coil lps, and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath; therefore, it was removed. The physician then attempted to advance a packing coil lp; however, the same issue occurred. Therefore, the packing coil lp was also removed. Next, the physician attempted to advance another ruby coil lp and two packing coil lps; however, all three coils would not advance past the initial position within their introducer sheaths. Therefore, the physician pulled the ruby coil lp and both packing coil lps out of their introducer sheaths and cut the friction lock portion of all three coils. The physician then back loaded all three coils back into their introducer sheaths and successfully advance them into the vessel to complete the procedure. There was no report of an adverse effect to the patient.